Manufacturer narrative:
A vyaire medical field service technician was able to verify the customer's reported issue. Bench testing revealed a malfunctioning power modulator. The power modulator was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the 3100 a unit experienced a sudden drop in inspiratory time while connected to a patient. The customer stated that the device was set to .33 and dropped to 7%. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient injury or harm associated with the reported event.